Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd plastipak¿ concentric luer lock syringes had cracks in their barrels and leaked. The following information was provided by the initial reporter: "we have noticed a number of syringes with a long crack along the barrel of the syringe resulting in a breach of the syringes". "We have so far identified around 14 affected syringes, some of which have been used and discarded due to leaking".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/28/2021. H.6. Investigation: ten samples along with photos were provided to our quality team for investigation. Through visual inspection, the syringe was observed to have a crack along the barrel. A device history review was performed for the reported lot 2011028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue, however, a daily incident report did identify a failure in the barrel feeder which may have resulted in the barrels cracking. Once this issue was detected, the mechanical team repaired the failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Based on the quality team's investigation, it was determined this incident is likely related to the failure that was corrected with the barrel feeder.

Event description:
It was reported that 14 bd plastipak¿ concentric luer lock syringes had cracks in their barrels and leaked. The following information was provided by the initial reporter: "we have noticed a number of syringes with a long crack along the barrel of the syringe resulting in a breach of the syringes" "we have so far identified around 14 affected syringes, some of which have been used and discarded due to leaking".